Manufacturer narrative:
H3, h6: one 72201513 disposable 2.9mm power mini incisor plus elite blade used in treatment, was returned for evaluation. The blade is in reasonably good condition. There was a small flat spot on the tip of the outer blade. It spun freely. All teeth were intact and were sharp. There was no major damage noted. The allegation was not confirmed. There was no loose material or absence of material. There was mention of a back up device used. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during an ankle arthroscopy procedure, the device broken off inside the patient. However, the pieces were successfully removed from the patient. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.